Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unable to power on pump or perform any functional testing due to broken battery tube threads. Pump also received with cracked case behind the pump near the battery compartment.

Event description:
It was reported that crack was seen on battery compartment. The customer¿s blood glucose level was 8.4 mmol/l at the time of the incident. Customer stated that the insulin pump was bumped or dropped. The device will be returned for analysis.